Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. No time lag between the end of clinical use and the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The user brushed the instrument channel, instrument channel port, and suction cylinder. The air/water nozzle was presoaked with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿irrigation channel is plugged up¿ was confirmed. The device evaluation found the auxiliary water did not flow due to it being clogged with foreign material due to insufficient cleaning. Additionally, there was a leak at the biopsy channel, tear marks in the biopsy channel. Low angulation and knob play. Scratches on the plastic distal end cover and crack glue on the bending section cover. The objective lens had tiny chips at the edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had internal defects of channel. No water flows through the auxiliary water channel. The issue was found during preparation before use inspection for an unspecified procedure. There were no reports of delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the auxiliary water did not flow due to clog. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.